Manufacturer narrative:
Describe event or problem, and relevant tests/lab data updated.(B)(4).

Event description:
It was further reported that the thrombus present during the index procedure in (B)(6) 2015 was retrieved using a non-bsc thrombus aspiration catheter and two small pieces were obtained. During the event of pulseless electrical activity (pea) in (B)(6) 2016, the patient was started on dopamine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a myocardial infarction (mi) occurred and the patient died. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying angina status. The patient experienced a mi between 36 -72 hours prior to the index procedure. The target lesion, a de novo lesion, was located in the proximal right coronary artery (rca) to the mid rca with 100% stenosis and was 18mm long with a reference vessel diameter of 2.75mm. A thrombus was present. The target lesion was treated with pre-dilatation and a 2.75x20mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. Post-procedure, the thrombus was not present. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, , the patient experienced a myocardial infarction. The location of the mi was anterior (septal). The patient called 911 from home due to chest pain. The paramedics found him in ventricular fibrillation, and was treated with defibrillation, amiodarone, dopamine, and fluids; the patient had pulseless electrical activity (pea) and non-sinus rhythm with weak pulse. The patient arrived at the emergency department (ed) due to cardiac arrest, and was diagnosed with a st elevation myocardial infarction (stemi) of the anterior wall. The patient was unresponsive and was intubated. The patient tolerated the procedure well, with no immediate complaints. Electrocardiogram (ECG) showed normal sinus rhythm (nsr), rate 89, and anterior st elevations coupled with stemi, anterior. Shortly post ECG, the patient lost his pulse and did not respond to aggressive resuscitative efforts. The patients' rhythm degenerated to agonal, then asystole. The patient was pronounced dead at 19:20. On the same day, the myocardial infarction was considered fatal.